Event description:
It was reported that the patient had rescue tape placed approximately 3 inches from the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the outer jacket of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were provided by the account for review. The account reported that on (B)(6) 2018, the patient had rescue tape placed on the driveline once, approximately 3 inches from the system controller. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), with no further related events. The patient ultimately received a pump exchange on (B)(6) 2020 (related manufacturer report number: 2916596-2020-04008). The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10oct2013. No further information was provided. The manufacturer is closing the file on this event.